Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts have been made to obtain the device, however not received to date. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of each damaged device? Ju0529 and ju0499. - please clarify how many devices will be returned for evaluation for each lot? No further information is available. - device return status: the device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided." Note: events reported on mw# 2210968-2022-05150. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a reservoir was used. One reservoir could not be locked. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 product not confirmed h3 evaluation: material locking mechanism of reservoirs were checked to verify its condition. Sample was evaluated, and during flex manufacturing process since at plates subassembly area there is an inspection performed by operator to assure that 100% of plates were properly assembled, and quality performs aql inspection of the subassembly to open and close the plate assembly 10 times to assure proper assembly. In addition, plate subassembly needs to be properly closed in order to perform final assembly on finish good. Therefore, is considered this materials factor does contribute to the reported complaint defect. Machine welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate. It means that there is no damage on the film of the reservoir. Therefore, it is considered that machine factor does not contribute to the reported complaint defect. Method reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed for this sample, however it is not related to flex manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the flex control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.